Event description:
It was reported that there was no left ventricular stimulation possible after the lead was connected, no capture was observed, and there is a possible connector issue. The device was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. Performance data collected from the device has been analyzed and revealed that the lead integrity alert was triggered for lead failure predictor on (B)(6) 2010. High resistance/impedance was noted with abrupt increase for ventricular pace bipolar impedance of 551 to a peak of 1197 ohms between (B)(6) 2010 and (B)(6) 2010. Oversensing was revealed with 7 ventricular non-sustained tachycardia episodes less than or equal to 210 ms on (B)(6) 2010. 1 ventricular fibrillation episode of 140 ms on (B)(6) 2010. Interference/noise was indicated with ventricular sensing integrity counter of 129.1 counts average/day, within 0.43 days between (B)(6) 2010 and (B)(6) 2010.